Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that their leads were defective, and the battery was okay. They stated that no particular circumstances led to the defective leads. They added that they just had pain. The patient stated that the doctor replaced their leads. They noted that so far, their device is working, but they are experiencing spasms again. No further complications were reported or anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. It was reported that in (B)(6) of 2017, the patient's device had stopped working for their pain again. The manufacturer representative (rep) had tried to "tweak it", which seemed alright for a while but it did not resolve the issue with their right shoulder. The patient requested to meet with a rep. They were redirected to their doctor to address this and to schedule an appointment with a rep. Additional information was later received from the patient. They clarified that when they reported their device stopped working for their pain again, they were referring to the leads. They reported this was the third time their leads were defective and had to be replaced. They also stated the rep had adjusted their sensation, which helped resolve the pain but they also reported they still had irritation where the leads are located in their right shoulder area. Additional information was received from a rep, who reported they last saw the patient in (B)(6) 2017, at which time the patient had good coverage and no issues. At that meeting the rep just needed to change the pulse width setting. No further complications were reported.